Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified via history log review. The device was found in specification. The customer reported system error 322 was not reproduced. No component failure was identified. The device was required to meet all release specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error(low)) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.